Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, when the right atrial lead was removed from the header of the device it was noted the outer insulation was pulled back from the pin near the header. The lead tested normally through pacemaker system analyzer and with the new device all electrical values were within range. The lead remained implanted; the patient was in stable condition and would continue to be monitored.